Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had returned symptoms since (B)(6) 2016. During the call, they checked the implant with programmer and the implantable neurostimulator (ins) was off. They were able to turn ins back on and patient increased stim from 1.5 to 2.5v. It was indicated that patient never felt any stimulation. Patient would give it a few days and see if symptoms decrease. Patient has appointment with healthcare provider on friday

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.